Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic after receiving shocks. Upon review of the egms, inappropriate shocks were delivered due to noise from an unknown source. The device was explanted and replaced. The procedure was completed without any complications.